Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported the device emit tones. The patient does have an old device at home in a drawer and has not received any therapy .